Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she started getting error 2 messages at 8:00 pm on (B)(6) 2019 when she inserted an empty test strip into the meter. The patient manages her diabetes with insulin, no adjustments. She denied making any changes to her usual diabetes management routine as a result of obtaining the error messages. She reported that 11 hours after the start of the alleged issue, she developed symptoms of ¿sweating and palpitations¿. She denied receiving treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, it was established that the patient had not been using the meter for the first time and there had been no misuse of the device. The patient described the correct testing steps. She reported that when the power button was pressed, the error 2 message occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and palpitations, after obtaining error 2 messages on the meter.